Event description:
The customer called technical support (ts) and reported that during set up, the device is displaying diagnostic code 110a. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the customer with part numbers for the v60 solenoids and data acquisition board to resolve the issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer replaced the solenoid valve to resolve the reported issue. The device passed required performance verification tests per philips standards.